Manufacturer narrative:
Examination is not possible, as the device will not be returned, however a photograph was provided. The photo shows a fast-fix 360 curved needle delivery system with its suture free from the depth limiter. It appears that one t remains on the delivery needle. The photo is inconclusive. Without the return of the device a root cause cannot be determined.

Event description:
It was reported that the second anchor came out from the meniscus while putting the knot. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. The proximal end of t2 and the suture remain on the delivery needle. T1 has been cut free from the suture and was not returned. The suture is heavily frayed. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The likely cause for t2 being pulled out of the meniscus during knot cinching was the result of the needle not being fully penetrated through the meniscus to the preset depth. Correction in ; last name: (B)(6); middle name should be blank. Additional information.

Event description:
It was reported that during the procedure, the second anchor came out from the meniscus while putting the knot. No patient injuries reported. It is unknown if there was a delay or a backup device available to complete the procedure. Attempts were made to retrieve further information but no response was received from the complainant.